Event description:
User facility notified getinge rep that an incident had occurred with the 733hc sterilizer during unloading. The load cart was not properly attached to the locking post/track assembly located in the interior of the sterilizer and when the operator went to pull the cart out, the rack began falling. The operator caught the rack and pushed it back into the sterilizer. The rack tipped pinning the operator's arm between the rack and the interior sterilizer chamber wall. Operator was sent to the ER for treatment to burns on his forearm. The operator was treated and released with 2nd degree burns to the forearm. Operator reported back to work with in 2 days. The sterilizer is maintained by the facility's biomed. The biomed reported that there were loose screws found on the bracket that hold the locking post in place. Screws were tightened by the biomed and no further problems have been noted.

Manufacturer narrative:
Getinge rep went to facility and inspected the sterilizer involved in the incident. Getinge rep reported that the facility biomed had tightened loose screws holding the locking post to the interior bracket. User manual was reviewed - the steps listed for removing the load indicate a check that the cart is securely locked before removing the rack. It is not known if the operator performed this step prior to the incident. This is the first report of the locking nut hardware becoming loose. Further investigation is required to determine if any additional action is needed.